Event description:
They were having difficulty trying to fill and aspirate the reservoir. The physician was expecting 2.6 mls, but was only able to get a drop. The next day, they tried to "unlock" the pump with negative pressure, but were unsuccessful. The pt experienced withdrawal symptoms (increased pain and vomiting), but was reported to be doing fine. A pump replacement was scheduled for early may. The device system was used to deliver dilaudid.